Event description:
It was reported that the pump touchscreen was unresponsive. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.